Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has been returned to olympus medical systems corp (omsc). Omsc dismantled the subject device, and confirmed whether or not there was disconnection point in the video connector, but could not find the disconnection point. Omsc wiggled the wiring part, applied stress and heated the substrate with the wiring exposed, but could not reproduce the reported phenomenon. The exact cause of the reported phenomenon could not be determined conclusively.

Manufacturer narrative:
The device referenced in this report has been returned to olympus medical systems corp. And under evaluation. The manufacture record of the subject device was reviewed with no irregularity. The exact cause of the event could not be determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that during an endoscopic inguinal hernia procedure, flickering of endoscopic image was observed six times. Thereafter noise occurred in the image, and the image view got so distorted that observation was not possible. The device was replaced with another device, and then intended procedure was completed. No patient injury was reported.